Manufacturer narrative:
(B)(4): the actual device was returned for evaluation, with the cannula cap detached from the cannula tabs, it was returned broken damage. No more damages were noted during visual examination. The device was functionally examined and it worked as intended. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device detached and was stapled on the prothesis. Another like device was used to complete the procedure. There were no adverse patient consequences.